Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer had been experiencing low blood glucose (bg) levels almost every day. Soda was consumed to address the low bg. The customer believes the pump settings were the cause of the low bg and has been working closely with a healthcare provider to adjust the settings.